Event description:
The customer states that one patient sample generated an initial architect total psa assay result of 8.7 ng/ml. The sample retested the following day at 0.8 and 0.8 ng/ml. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06. An investigation is in process. A follow-up report will be submitted when the investigation is complete.